Event description:
It was reported in a remote transmission that the right ventricular (rv) lead showed a possible non capture beat on the electrocardiogram. The lead remains in use. No patient complications have been reported as a result of this event.